Event description:
Refer to MDR 1219856-2006-00305 for first event involving the same patient. The physician inserted the iab and the balloon did not inflate and the pump alarmed "unwrapped/kink". The md then exchanged the iab with another iab. The problem ceased. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.